Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The device image analysis indicated that the average monthly voltage and current trends were normal. Analysis of the device image showed that the device was programmed to high output settings, which affected the device longevity. Further analysis did not reveal any anomalies and the battery was below elective replacement indicator (eri) level. A longevity assessment was performed and the device exceeded the projected longevity.

Event description:
It was reported there was an allegation of premature battery depletion. The device was at elective replacement indicator (eri) and therefore explanted and replaced. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient was stable.